Manufacturer narrative:
At the time of this report, the device had not been returned. Therefore, no evaluation has been performed.

Event description:
It was reported that the tourniquet cuff did not work and the patient had increased blood loss during the surgery. There was no adverse outcome to the patient.